Event description:
It was reported that the pt was having a return of symptoms after an activity, increased spasticity and had fallen 3 times (timing and dates were not provided). A diagnostic study found that the catheter was in the epidural space. The pt was given oral baclofen and the pump was continued at 287 mcg/day at 500 mcg/ml. On an unspecified date, the pt was found unresponsive/unconscious by ambulance personnel. The pt was admitted to the intensive care unit of the hospital. Her eyes were dilated and vital signs "went all over the board when pt was agitated." The pt couldn't talk but responded to pain when blood was drawn for testing. The blood test showed no toxicity in blood. The pump was checked, and programming was correct. It was acknowledged that the pt may have been taking 6 tablets per day of oral baclofen. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Dilated eyes and unstable vital signs. Result = catheter.